Event description:
Event description cpi received information that during the attempted implant of this implantable pulse generator (ipg), the setscrew could not be engaged to obtain contact with the terminal lead pin, resulting in a no output condition. The physician elected not to implant the ipg.